Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with samsung galaxy s21 android operating system version 16. The customer received an "unspecified sensor" message and was unable to obtain glucose readings. The customer reported no symptoms of glycemic instability with regard to the adc device issue and self-managed by eating something. There was no report of death or permanent impairment associated with this even